Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported no power in either battery or ac mode. No patient involvement.

Manufacturer narrative:
Device evaluation & repair: the fse confirmed the device would not power up. The fse replaced the power management pcba to resolve this issue. The device passed required testing.

Manufacturer narrative:
The capacitor c7 on the customer returned pm board had shorted the 24v supply line from the power supply. The high current from the short destroyed the capacitor and melted/burned the pcb layers underneath. The current surge caused the 24v supply line to disconnect, disabling all supply voltages.